Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector being unlocked. The device was received with minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that when they changed out their set the buttons were unresponsive. Customer's blood glucose reading was 267 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.